Manufacturer narrative:
UDI: (B)(4). Initial reporter¿s complete address was not provided. Reporter's phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had worn components - bearings. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that the craniotome device had a breakage of the tip. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: additional information received from reporter that the device dura guard was broken, cutting burrs could not be attached and an abnormal sound and vibration were noted. Additional information listed above was received initially on december 15, 2016 and submitted under MFR report number 1045834-2017-10084. It was later determined that the MFR report number 1045834-2017-10084 is a duplicate of MFR report number 1045834 - 2016 -13349. Therefore, MFR report number 1045834-2017-10084 has been retracted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the device dural guard was broken, cutting burrs could not be attached and had an abnormal sound and vibration.